Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were failed with message of not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were failed with message of not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) inspected and confirmed that the indicator light emitting diode (led) on the main board were illuminated, confirming the drawers were physically connected to the system. Then the fse disconnect all cables to the 4.1 and 4.2 drawer control board and left unplugged briefly to allow a full communication reset. The connections were then reseated to reboot communication with the system. After the reboot, the system successfully detected both drawers 4.1 and 4.2, and normal functionality was restored. The system functioned as intended after the field service engineer repaired the device.